Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a loss of efficacy; stimulator was no longer helping with pain and patient wanted it removed. Patient reported increased pain. The system was explanted on (B)(6) 2021; device status unknown. Resolved without sequelae